Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12599. It was reported the patient's stimulation had changed. The sjm representative interrogated the system and found invalid contacts. The patient was reprogrammed but still had some unintended stimulation. Reportedly the physician may plan surgical intervention to resolve the issue. Note the patient has two leads implanted with different lot numbers.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.